Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x16mm promus premier¿ stent was advance to treat the lesion. However, while the physician was trying to advance the device, the stent strut was bent or deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.